Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced intolerance. The lens was exchanged for another lens model 07 months 05 days following the initial procedure. Additional information was received and stated, the lens was replaced with other company lens. There was no harm to the patient.